Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (can connection status, gel leak, service code 204) have been confirmed. Upon investigation the belt failed an ECG falloff test. The cause for failure was related to the electrode belt ECG "a&b" to the front therapy electrode cable was cut, damaging wires in the cable. The cut cable caused the gel fire wires to short, causing a gel leak in the front therapy electrode. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable), a gel leak, and can connection flags.